Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: a device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar event has been reported, neither concerning trend has been identified. Based on the investigation findings, the most likely root cause of the event is a faulty pressure module related to an intermittent contact that prevented valid pressure data transmission or connector or wiring degradation between the pressure module and the main controller, including oxidation, loose contacts, or cable damage, causing loss or distortion of the pressure signal. No other specific action was currently deemed necessary. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
H11.a livanova field service engineer was dispatched to the customer facility, performed an inspection of the device without finding any issue. As a precaution measure, the pressure module was replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report of an s5 roller pump which did not stop as consequence of a pressure alarm (overpressure). The unit was restarted and the alarm was cleared. The event occurred during set-up prior to procedure. There was no patient involvement.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the s5 hlm, the event occurred in france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.